Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window.

Event description:
Customer reported that the insulin pump had been returning multiple no delivery alarms. Blood glucose level was 252 mg/dl at the time of the call. No further information was provided.